Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient was hospitalized for a possible infection and an opening at the incision site. Per the opinion of the physician, the root cause was a lack of hygiene and the patient picking at the incision site. The physician decided to explant the ipg and implant a new one to prevent a risk of an infection. On (B)(6) 2024, the procedure was completed with no other adverse events reported. Intravenous antibiotics was expected to be administered on the weekend of (B)(6) 2024. There was no plan to return the explanted device as it was in possession of infectious disease at (B)(6) . It was reported that the patient passed away on (B)(6) 2024. It was reported that the patient had a history of infections, and died of sepsis and multiple organ failure. Per the physician, there was no accusation that the barostim was at fault, rather the patient did not adhere to proper wound care post procedurally and as a result the device dehisced and the resulting infection along with his other multiple co-morbidities led to his passing.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was due to a lack of hygiene and the patient picking at the incision site. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).